Event description:
A healthcare facility in (B)(6) reported that there was no water flow when an mr290 vented autofeed humidification chamber was connected to the water bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare for evaluation. Attempts to obtain further information from the customer have been unsuccessful. Without a return of the complaint device and more detailed information, we are unable to determine what caused the problem observed by the customer. A lot check could not be performed as no lot number was provided. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."